Manufacturer narrative:
The reported failure "battery not hold charge" occurred during patient use. The patient became acutely hypoxic and has acute changes in vitals. They were able to rescue and switch consoles. As stated in the event description in complaint (B)(4). This customer does their own service of these units. The biomedical engineer (authorized person in the hospital) has ordered a battery. The battery is already replaced on (B)(6) 2020. By the biomedical engineer in the hospital. New battery run time 2 hours and 9 minutes. Since re-charged and re-tested 5 more times with no problems. As stated in the email received from the ssu on 2021-01-04. That last replaced of the battery was on (B)(6) 2019 . The most probable root cause could be determined as end of life time of the battery (last replacement (B)(6) 2019.the rotaflow risk analysis version v06 (dms# 2023669). Chapter h1. 1.1.21 was reviewed on 2020-12-29. With the following outcome: the most possible causes for the reported failure "battery not holding charge": defect batteries. Power supply board failure software error user forgot recharge defect of charger unit further mitigation are included in the instruction for use (IFU rotaflow/ 4.2 / en / 13 ) as warnings in chapter 3.3.4 battery operation: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Device history review (DHR) was performed and there is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The reported failure "battery not hold charge" occurred during patient use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonarys trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from the us that customer had a patient on a rotaflow console and when the team was packing up to head to CT and unplugged the system from the red outlet, the rotaflow console lost power with 60 seconds. The patient became acutely hypoxic and has acute changes in vitals. They were able to rescue and switch consoles and complete the CT studies. Customer confirmed that the white power switch was in the on position but our specialist noted that the battery and charging lights were on their entire shift. Quick diagnosis is battery failure". No indication of actual or potential for harm or death reported. Complaint ID:(B)(4).